Manufacturer narrative:
Additional information was received on (B)(6) 2015 confirming that the complainant stated "the dressing was applied to his back in order to protect healed skin. The dressing was not applied to an open wound as previously indicated. After further review it was determined the initial MDR submitted to the FDA on (B)(6) 2015 - MFR# 1049092-2015-00573 was reported in error. The MDR reportability has been updated from a reportable malfunction to a non-reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No further patient complications were reported. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that three dressings came off during use by rolling at the edges.